Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, when uncapping the dip and pulling out the device from the plastic slug, it was noted that the stent struts were sprouting and the stent could not be moved through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged at the proximal end of the stent with stent struts on rows 1-3 lifted, distorted and stretched distally. The distal and centre part of the stent showed no signs of damage. A review of the batch manufacturing crimping data was performed and the maximum crimped stent profile as per manufacturing data was found to be within specification. A review of the specified inside diameter of the stent protector was found the specification to be within the range, however the stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent damage occurred during handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no issues observed with the bumper tip of the device. A visual and tactile examination of the hypotube found no kinks or damage to the hypotube shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, when uncapping the dip and pulling out the device from the plastic slug, it was noted that the stent struts were sprouting and the stent could not be moved through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported.